Event description:
Prep went fine. Tested outside the body and no leaks were noticed. Put the device into the saphenous vein graf to lad and had trouble advancing the wire. Inflated the balloon 4.5 mm then to 5 mm to occlude the vessel and the balloon held inflation for 8 minutes and 40 seconds. Removed the wire from the adapter and the balloon was leaking.